Event description:
It is reported that surgery was delayed for 45 minutes due to the implant being oily/sticky, and the surface area seems unfinished, with viewable brush marks.

Manufacturer narrative:
Evaluation summary: viewable brush marks are the result of change in the manufacturing process. Oily/sticky surface could not be detected when received most likely due to autoclaving before being shipped to zimmer. The probable cause of the failure can not be definitely determined. Evaluation: the returned device meets specification. Device history records indicate device manufactured to specification. A cosmetic change to the surface finish was implemented to remove the blast process and a field communication was sent out in 2008 addressing this change.